Manufacturer narrative:
Approximate age of device- 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s system controller was changed by a family member at home after a low battery/voltage alarm was observed. The patient lost consciousness due to the duration of time it took the family member to change the controller; however, the patient was awake and coherent during the time of the phone call to the nursing staff. The backup controller's clock was not set and an ambulance was called. The patient was taken to the hospital where the system controller was properly changed to a new system controller without issue. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the reported event of low voltage/low battery alarms was not confirmed. The system controller (serial #: (B)(4)) was not returned for analysis and no log files were submitted for review. The root cause for the reported low voltage/low battery alarms was conclusively determined to be due to user error. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: alarms resolved and was determined to be user error and not equipment malfunction related. No equipment were returned.